Event description:
Per repair statement, the unit has low o2 or yellow light. The key failure was the product tank was leaking. Additional malfunctions were the pe valve were contaminated, and the poppet valve was defective.